Event description:
It was reported that the customer experienced stopper creep out or loose closure while using a a bd tube sst plh 13x100 5.0 plbl gold br. The following information was provided by the initial reporter: "the tubes arrive at the nucleus of laboratory technology, coming from the external units, they are opening in the tube separator, due to the gel tube stopper is loosening."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Therefore, tubes from bd manufacturing line were evaluated during in-process testing and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the customer experienced stopper creep out or loose closure while using a a bd tube sst plh 13x100 5.0 plbl gold br. The following information was provided by the initial reporter: "the tubes arrive at the nucleus of laboratory technology, coming from the external units, they are opening in the tube separator, due to the gel tube stopper is loosening."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and it shows that the stoppers were loose. Additionally, tubes from bd manufacturing line were evaluated during in-process testing and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
The following fields have been updated due to additional information: h.1. Type of reportable events: serious injury. H.6. FDA patient problem code: (B)(6).

Event description:
It was reported that the customer experienced stopper creep out or loose closure while using a a bd tube sst plh 13x100 5.0 plbl gold br. The following information was provided by the initial reporter: "the tubes arrive at the nucleus of laboratory technology, coming from the external units, they are opening in the tube separator, due to the gel tube stopper is loosening."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the customer experienced stopper creep out or loose closure while using a bd tube sst plh 13x100 5.0 plbl gold br. The following information was provided by the initial reporter: "the tubes arrive at the nucleus of laboratory technology, coming from the external units, they are opening in the tube separator, due to the gel tube stopper is loosening."